Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It came in an opened packaging blister. Visual inspection was performed. It has the plastic shield. It has an extra needle attached to the outer side of the plastic hub. It is visible even when the plastic shield is assembled. A ¼¿ is exposed. The needle that is assembled properly at the center of the plastic hub is straight. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a potential root-cause for the reported condition can be attributed to the assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After that, a plastic hub is assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle penetrated through the shield. This was discovered before use. The following information was provided by the initial reporter: it was reported that there was a double needle with one bent upward and sticking through the sheath.